Event description:
Per the clinic, the patient reported intermittent contact with the internal device. Reprogramming was attempted, but this did not alleviate the problem. Explantation and reimplantation with another device is planned but has not taken place as of the date of this report, (B)(6), 2011.

Manufacturer narrative:
Per the surgeon, the device was explanted on (B)(6) 2011; during the same surgery the patient was reimplanted with another device. (B)(4).

Manufacturer narrative:
(B)(4): implanted device remains.